Event description:
A report was received that the patient was having pain at the incision at the midline site. The physician thought that the clik anchor was migrating to the surface. It was noted that the anchor had turned and was not lying horizontal to the spine but was instead vertical and was causing the patient's pain. The patient underwent a revision procedure wherein the physician turned the anchor and sutured it again. The patient was doing well post operatively.